Manufacturer narrative:
Product analysis: the device was returned and analyzed. Device failed for oversensing. Analysis was stopped per email added to event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was p-wave oversensing and did not trigger a bradycardia episode. The patient was upgraded to a pacemaker.the icm was removed. No patient complications have been reported as a result of this event.